Event description:
It was reported that the right atrial lead had high thresholds and the right ventricular lead was oversensing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay melted, exposed defib coil white substance, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.